Manufacturer narrative:
Diopter: +04.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Performed a claim search by cartridge and injector lot number and no similar complaints were found. Conclusions: based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq5010v +04.00 diopter three piece silicone lens. Lens tore during insertion into the eye. The lens was removed without any injury to patient. Another lens, same model and size was implanted. Cause of lens tear was loading error by the tech, it was the first time the tech loaded this model. There was no problem loading the second lens.

Manufacturer narrative:
Based on the results of the investigation, nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4).